Event description:
This spontaneous report (B)(4) from the united states of america was reported by a male consumer (age unspecified) whose brush head was detached and damaged his teeth coincident with the use of a and h spinbrush pro clean unspecified. The consumer's medical history and the concomitant medications were not reported. On an unspecified date, the consumer initiated a and h spinbrush pro clean unspecified via the dental route to brush his teeth. After only a few uses, while he was brushing his teeth, the head of the brush got detached and damaged his tooth. Later, he visited the dentist for his damaged tooth. No additional information was available. The action taken with a and h spinbrush pro clean unspecified is unknown. The outcome of the event damaged tooth is unknown. The outcome of the event brush detached is not applicable.